Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a gap of adhesive on the distal end / stain entered inside the lens through the gap, and there is a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: air/water cylinder has discoloration; there is a gap between acoustic lens and ultrasound probe; adhesive around light guide lens is peeled; adhesive on bending section cover or distal sheath rubber has a crack; and due to wear of angle wire, bending angle in upwards direction does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused due to customer's mishandling or wear and damage associated with increase of used hours. Olympus will continue to monitor field performance for this device.